Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to poor device performance from activation. The patient was reimplanted with another cochlear device during the same surgery.